Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair for an aortic arch aneurysm and an abdominal aortic aneurysm with conformable gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis using a gore® dryseal sheath. During the procedure, a gore® dryseal sheath (dsl1228j/13402510) was inserted on the right side. After the endoprostheses were implanted, intra-procedure angiography showed a dissection of the right external iliac artery. An additional endoprosthesis (manufacturing unknown) was implanted to repair the dissection. The procedure was concluded. The patient tolerated the procedure.